Manufacturer narrative:
Concomitant medical devices: 6945-65, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 1 month of implant the implantable cardioverter defibrillator (ICD), the entire ICD system was explanted due to pocket infection. No further patient complications have been reported as a result of this event.